Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal.

Event description:
It was reported that prior to device replacement, pacing failure due to oversensing was observed. The device was later explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.